Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that it was suspected the manufacturing of the device caused the reported issue.

Manufacturer narrative:
Patient demographics was refused to be provided due to legal/confidential issues. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The device was not returned, so no analysis was conducted. The device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the non-invasive patient trackers and the stylet had recognition failures. The use of the navigation device was discontinued and there was no impact on patient outcome.